Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
B3: date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. H6: problem code 2906 captures the reportable event of clip failed to release from the catheter. H10: investigation results a visual examination of the returned complaint device found that the clip assembly and spring were not returned with the device. The control wire was separated from the catheter and the crimp sleeve was not attached to the proximal end of the control wire. A number of kinks were noticed in the control wire and catheter, while the yoke was attached to the distal end of the control wire. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 04:29 pm CT. The report number is being corrected from: 3005099803-2018-62019 to: 3005099803-2018-60965.